Event description:
Litigation papers allege the patient suffers significant discomfort, pain, stiffness, numbness, and loss of motion. **update** - (B)(4) 2012 - the complaint has been reopened because it has been reported that the patients right hip was revised on (B)(6) 2012 to address pain. The date of implant was also given as (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical record for MDR reportability, the revision operative note indicated pain, metallosis, and high cobalt levels (no labs). The stem is being added for the metal ion levels.

Manufacturer narrative:
(B)(4) - litigation papers allege the patient suffers significant discomfort, pain, stiffness, numbness, and loss of motion. Update - 11/30/2012 - the complaint has been reopened because it has been reported that the patient's right hip was revised on (B)(6) 2012 to address pain. The date of implant was also given as (B)(6) 2010. Update rec'd 12/31/2012- pfs and medical records received. Part/lot was provided. A correct doi was given for the left hip. After review of the right revision operative note metallosis was confirmed. The cup on the right primary operation was previous reported, but the revision note states it was well fixed and still replaced. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/3/2014. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** - (B)(4) 2012 - the complaint has been reopened because it has been reported that the patients right hip was revised on (B)(6) 2012 to address pain. The date of implant was also given as (B)(6) 2010. The devices associated with this report were not returned. Review of the device history records for all provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the hip liner or the femoral head as the product and lot code required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.